Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. The customer's blood glucose level was at target level. It was confirmed that the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
Correction: (device manufacture date).